Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) and complete clip detachment resulting in embolism. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade 4+. It was noted significant mitral angular calcification extending down to both leaflets. Imaging was difficult to the anatomy. One clip was implanted without issue. The second clip delivery system (cds) was advanced to the mitral valve. After the second clip was deployed, the clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). A third cds was advanced in an attempt to stabilize the slda clip, but grasping was difficult due to the leaflet calcification, and the additional clip was not deployed. The cds was removed and the procedure was discontinued. The mr remained at 4+. It was noted that the patient woke up during the procedure and flailed a few times. The next day, it was found that the slda clip had detached from the posterior leaflet and embolized to the external iliac artery. The patient was confirmed to be stable and no additional treatment will be performed. The mr reduced to 3-4. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Correction: lot # changed from 808144173 to 80814u173. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) and subsequent complete clip detachment appears to be a combination of the significant mitral angular calcification extending down to both leaflets, and visualization. The reported difficult imaging was due to the challenging anatomy and the reported worsening mitral regurgitation (mr) was due to the slda. The reported embolism and foreign body in patient are cascading effects of the complete clip detachment as the detached clip embolized and was not retrieved. The reported patient effects of emboli, worsening mr and foreign body in patient are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.